Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 331 mg/dl and an insulin injection was administered to address the bg level. A pump system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer changed the pump supplies. Upon filling the new tubing, the customer did not see insulin exiting the tubing. Tandem technical support had the customer run through the fill tubing longer and confirming any air gaps were primed out. Insulin was observed exiting the tubing. The customer was to continue to use the pump to manage diabetes; however, insulin injections were available if needed.